Event description:
It was reported that the customer was transported to a hospital by the rescue squad twice this month. The caller stated that the customer had a lot of lows, and the pump was not functioning properly. The customer went into convulsion at work and having blood glucose in the 20's and 30's mg/dl and going into diabetic coma. It was stated that the customer had x-rays taken when she was in the hospital, but unsure if the customer had the insulin pump on at the time. The caller stated that in one of the convulsions the customer was in the bathroom, and the device was found submerged in the toilet. The caller mentioned that the customer told her the insulin pump was delivering too much insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.